Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon burst after one dilation of the common bile duct. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon burst after one dilation of the common bile duct. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no defects to the catheter of the device. Functional testing was performed; the device was attempted to be inflated, however a pinhole leak was noted in the balloon material. Based on the condition of the returned incident device, the complaint that the balloon burst was not confirmed; therefore this is no longer an MDR reportable event. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of balloon burst. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.